Manufacturer narrative:
Additional product code: nkg. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received (B)(4). (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes EU reports an event in (B)(6) as follows: surgeon removed all implants in a tumor patient due to infection risk and replaced them with new. When taking out the old implants the surgeon discovered that one of the screws in c2 was broken where the head meets the screw. This is report 1 of 1 for (B)(4).